Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of coyote es balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection identified a pinhole in the balloon material at the distal edge of the distal markerband. Magnified inspection of the proximal bond did not reveal any damage or irregularities. Magnified inspection of the markerbands did not reveal any damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced to the lesion and upon first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred.   A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to the lesion and upon first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.